Event description:
Received info stating customer was unable to fill tubing beyond 9.8 units. Reportedly, the cartridge had already been in use for 3 or 4 days and the customer was attempting to re-load 200 units of insulin. There was no reported impact to customer's blood glucose level.

Manufacturer narrative:
No product returning for eval. Should new info become available, a f/u report will be submitted. The tandem t:slim pump user guide indicates that the cartridge is for single-use only.